Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. The surgeon felt the case was too large to sterilize. A review of the attached complaint histories show no similar events resulting in death or serious injury. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. The surgeon felt the case was too large to sterilize. A review of the attached complaint histories show no similar events resulting in death or serious injury.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown device product code/unknown lot number. Not found in jde. Brand name reported: d2.7mm va-lcp forefoot midfoot system set. Common device name reported: fastener, plate, cranioplasty. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the set was contaminated and could not be used. There was 60 minute surgical delay while a new competitor set was obtained. The surgery was completed successfully. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report prior to a currettage and grafting with possible open reduction internal fixation of the calcaneous, when opening the 2.4/2.7 four foot mid foot the wrapper was found to be contaminated. The surgery was delayed one hour. The surgeon felt the device was too heavy to sterilize properly and another competitors devices were available. The surgery was completed successfully, no additional medical intervention was required. The patient was stable following surgery. This complaint is for one device this report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device was not received contaminated condition. It was confirmed that the break in sterilization happened in the hospital.